Event description:
It was reported that during a lap sigmoid colectomy procedure, the surgeon could not close the firing handle. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/28/2008. Information anticipated, but unavailable at this time.